Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded and loose drive support disk. No alarm for the support disk was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, a scratched reservoir tube window and a missing end cap sticker.

Event description:
The customer reported a prime alarm. The blood glucose reading was 286 mg/dl. The customer treated with manual injections. The unit was dropped in the past and the drive support cap is sticking out. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.